Event description:
It was reported that the health care professional (hcp) requested review of the device data due to concerns for possible left ventricular (lv) loss of capture (loc). Technical services (ts) reviewed the recent presenting electrogram (egm) and determined it appeared consistent with lv loc. The hcp indicated that the patient would be brought into the clinic for further evaluation. No adverse patient effects were reported. This lv lead remains in service.